Manufacturer narrative:
Batch review performed on 08-apr-2025: lot 2109756: (B)(4) manufactured and released on 03-11-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: 2 months after primary tka with inverse-hybrid fixation (cemented femur, cementless tibia), the lateral tibia bone gives way and the baseplate falls in valgus. A small radiopaque formation on the postoperative xray is visible just above the fibula, which may have deceived the surgeon during implantation, looking as cortical tibia while it was something different, so that a suboptimal contact between lateral tibia plateau and baseplate was obtained, which resulted in the subsequent loss of stability. No reason to suspect that the adverse event was caused by a defective or malfunctioning device. Visual inspection performed by r&d department: approximately two months following a primary cementless total knee arthroplasty (tka), macroscopic subsidence of the tibial tray was observed on the medial side, necessitating revision surgery. Findings from explanted tibial tray examination: the distal surface of the tibial tray showed areas with residual bone attachment, indicating some degree of osseointegration. A small antero-medial region exhibited damage to the trabecular layer, with a pattern consistent with mechanical impact likely caused by a surgical tool during explantation. No other relevant abnormalities, material defects, or damage were observed on the tibial tray. Based on the analysis, there is no evidence suggesting a device fault contributed to the observed subsidence. Findings from explanted tibial insert examination: the articular surface displayed some scratches, likely produced during attempts to remove the insert from the tibial tray during the revision procedure. No other relevant abnormalities or signs of premature wear were identified on the tibial insert. The analysis of the explanted components does not indicate any material or design faults in the tibial tray or insert. The adverse event (medial subsidence) appears unrelated to device performance.

Event description:
At about 2 months from primary the patient noticed a valgisation of the cementless tibial implant. Follow-up visti with x-ray showed a depression of the lateral tibial plateau. On the same day of the visit the surgeon revised the tibial base with gmk primary with shims and pins.